Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: sorin group italy manufactures the lilliput oxygenator. The incident occurred in (B)(6) india. (B)(6) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Sorin group italy received a report that a lilliput oxygenator was changed out with another one (unknown change-out duration), since it started leaking from gas outlet.the issue occurred after commencing by-pass within a minute.there was no patient injury.

Manufacturer narrative:
As a consequence of the event, medical team elected to change out the oxygenator with a new one and completed the case without any impact to patient / user. Review of livanova complaints database identified no other analogue cases notified for the batch concerned from the market. Customer was duly requested during follow-up communication to quantify the blood loss entity and specify the surgical phase (beating-heart or with the aorta cross-clamped) and total duration of the oxygenator replacement, but no further details were given. Part was discarded nor visual evidence highlighting the blood spill was provided. However, as per available information and based on the results of a previous similar complaints analysis, reported leakage pathway was traced back to the presence of a damaged capillary in the fiber bundle of the oxygenator module: in this scenario, fluid (priming or blood) enters the ruptured capillary and leaks out of gas compartment following gas flow direction. Considering that 100% of the units in production line is subjected to final leak test and that involved unit successfully passed the in-process check and no trend has been registered for similar case, it cannot be excluded that fiber bundle capillary manufacturing variability with contribution of thermal and/or transportation mechanical stress could have led to breakage during use. No concerning adverse trend was identified from post market surveillance data analysis relating to reported failure mode, therefore no specific action was currently deemed necessary. Livanova maintains and documents periodic customer events monitoring process in order to evaluate actions for products improvement.

Event description:
See initial report.